Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 4248 hours 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from (B)(6) 2023 to (B)(6) 2023 (specified date of the incident, given from the customer) were investigated. At (B)(6) 2023 16:05 pm the vtbi was set to 279 ml and the time to 24:00 hh:mm. In the same minute the infusion was started with a rate of 11,63 ml/h. Due to the previous infusion, the actual infused volume was 47.16 ml. At (B)(6) 2023 09:03 am the infusion was interrupted by an upstream alarm (reason for that alarm could not be clarified). Up to that time the device has delivered 244,52 ml. At 09:17 am the infusion was started again. One minute later the vtbi was set to 31,59 ml. Between 11:42 am and 12:07 pm the infusion was stopped and started again several times. At 12:25 the hint "vtbi done" was displayed. Then the customer set a new vtbi of 40 ml and started the infusion again. The customer stopped the infusion at 14:37 am. Up to that time the pump has delivered 301,87 ml (actual volume infused). The set values by the customer fit the actual volume infused entries in the history files. The complained infusion over 24:00 hours could not be infused because the customer has interrupted the infusion and set new vtbis. Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,85%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The complained infusion over 24:00 hours could not be infused because the customer has interrupted the infusion and set new vtbis. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400587340. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "over infusion." Customer statement: "the equipment was reported to complete the infusion 7 hours earlier than what expected. I report the original description of the incident below: "patient is due to have 24-h chemo (r da epoch) and is meant to be finished at 3pm. Doxorubicin bag was finished at 8:10am. 7h early than the supposed due time. I have checked the current in the pump with my deputy sister and it is correct. Informed the sho, patient is stable, nil issues."